Manufacturer narrative:
(Report source): e7156 exalt dscope 02 clinical study. (B)(4).

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) on a 55-year-old male patient ((B)(6)), enrolled in the exalt d scope 02 study, on (B)(6) 2022. The procedure was successfully completed, and there were no device malfunctions reported. On (B)(6) 2022 the patient experienced an adverse event of pancreatitis and the patient was hospitalized. On (B)(6) 2022 the patient was discharged and the symptoms were reported to be resolved. The principal investigator (pi) assessed the severity of the event as moderate and as having a causal relationship with the ercp and exalt model d scope.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) on a 55-year-old male patient (B)(6) , enrolled in the exalt d scope 02 study, on (B)(6) 2022. The procedure was successfully completed, and there were no device malfunctions reported. On (B)(6) 2022 the patient experienced an adverse event of pancreatitis and the patient was hospitalized. Additional information received on 28sep2022. The indication for the procedure was bile duct stones. The principal investigator (pi) has deemed this event as not related to exalt model d scope.

Manufacturer narrative:
Block b5 additional information was added. Block g2 (report source): e7156 exalt dscope 02 clinical study. Block h6 (patient codes): patient code e1021 captures the reportable event of pancreatitis requiring hospitalization.

Manufacturer narrative:
H6 impact codes updated based on additional information block g2 (report source): e7156 exalt scope 02 clinical study. Block h6 (patient codes): patient code e1021 captures the reportable event of pancreatitis requiring hospitalization.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) on a 55-year-old male patient (B)(6) , enrolled in the exalt d scope 02 study, on august 22, 2022. The procedure was successfully completed, and there were no device malfunctions reported. On august 24, 2022 the patient experienced an adverse event of pancreatitis and the patient was hospitalized. Additional information received on september 28, 2022. The indication for the procedure was bile duct stones. The principal investigator (pi) has deemed this event as not related to exalt model d scope. Additional information received on october 24 and october 28, 2022. On (B)(6) 2020, the subject underwent an ercp procedure indicated for management of biliary stones. During the procedure the patient was in the supine position. One pass with the exalt d scope was made, and two attempts were needed to cannulate the common bile duct. Interventions completed during the procedure included mechanical lithotripsy, and biopsy. The ercp was completed successfully. On august 24, 2022 the patient presented to the emergency department (ed) for epigastric pain. The patient was eating a normal meal and started to feel severe pain in his upper abdomen, non-radiating. From (B)(6) 2022, the patient was hospitalized. On august 25, 2022, a computerized tomography (CT) showed a moderate intrahepatic biliary dilatation with a small volume of pneumonilia which was suspected to be secondary to recent ercp. The patient presented a new pronounced edematous enlargement of the pancreas, highly concerning for acute pancreatitis with large volume abdominopelvic ascites. Common bile duct (cbd) wall enhancement suggested infection, severe pancreatic edema with pancreatic ductal stones, and biliary dilation. Antibiotic therapy and pain management were initiated. The patient was then transferred to another healthcare facility where they continued to receive antibiotics and IV fluids from august 25 through august 27, 2022. Magnetic resonance cholangiopancreatography (mrcp) plus magnetic resonance (mr) of the abdomen with and without IV contrast was performed on august 27, 2022 and showed findings of chronic pancreatitis with superimposed acute pancreatitis and no evidence of acute necrotic collection or pancreatic parenchymal necrosis. The patient was initially nil per os (npo) then advanced to solid as symptoms improved from pancreatitis. Cholecystectomy was performed on august 30, 2022 without complication. The subject stayed overnight for pain management. Symptoms improved and the patient was discharged the next day on (B)(6) 2022. The patient's diagnoses at time of discharge were acute pancreatitis, cholelithiasis.